Event description:
It was reported the 688 days after a coronary drug eluting stenting treagtment procedure the patient required a target vessel reintervention (tvr). Pt presented with acute coronary syndrome 2 days before the index procedure. The lesion being treated in the procedure was a 2.5mm, 95% stenosed, 10mm long portion of the saphenous vein graft (svg) of 1st diagonal (1st diag) with mild proximal vessel tortuosity. The physician performed pre-dilatation with angioplasty balloon. The post pre-dilation target lesion had 40% diameter stenosis. The physician treated the lesion with successful placement of a taxul express2 8.8% 3.00x32mm drug eluting stent and post-dilatation. Distal protection was used. Residual stenosis was 0%. Patient was prescribed integrilin. There were no reported complications. The patient was discharged 4 days after the procedure on asprin, plavix, and zocor. 688 days after the initial procedure the pt was admitted with unstable angina. Cardiac enzymes were within normal limits. ECG showed st-t abnormalities consistent with anterolateral ischemia. Cardiac catheterization revealed 65% left ventricular ejection fraction (lvef) with inferoapical hypokinesis; normal left main coronary artery (lmca); known occlusion in left anterior descending artery (lad); 75-90% long stenosis in left circumflex (lcx) with 3rd obtuse marginal branch (3rd ob marg) occluded; 75-90% proximal stenosis in right coronary artery (rca) with totally occluded mid rca; known occlusion in left internal mammary artery (lima) to lad; 60% stenosis at aorta-ostial anastomosis in svg to diag; 95-99% stenosis with associated thrombus in svg to ob marg. Patient required a tvr for restenosis of the taxus stent. The physician treated the target vessel with balloon angioplasty and successful placement of a taxus express2 8.8% 3.0x20mm drug eluting stent in the svg of 1st diag. During the procedure, the swvg to ob marg was treated with the placement of two overlapping taxus express2 stents. The pt was discharged the next day on plavix and asprin. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The complaintant indicated that the device will not be returned for evaluatin; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.